Event description:
On (B)(6) 2012 pt underwent left shoulder arthroscopy with subacromial decompression, distal clavicle excision, and rotator cuff repair. Pt returned to the operating room on (B)(6) 2013 for left shoulder arthroscopy with removal of loose bodies, removal of suture and anchors and revision of rotator cuff repair secondary to avulsion of the anchor from the greater tuberosity. Sutures were intact.